Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. It was reported that the cardiosave intra aortic balloon pump (iabp) had an internal communication failure. A getinge field service engineer (fse) evaluated the unit and saw that the system will display the communication error, and would lock up, not allowing any function to be started. The exec processor ((B)(4)) was replaced. The machine was then recalibrated. The unit passed all functional test and met manufacture specifications. The unit is cleared for clinical use. Patient involvement is unknown.

Manufacturer narrative:
Due to character restriction in block e1 e1 initial reporter is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) has a communication error. There was no harm or injury reported.